Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for sensor cannula missing. Blood glucose was unknown. Customer reported that transmitter did not blink when it was connected to sensor. Customer reported that while removed sensor she stated that the cannula was not on the sensor. Customer reported that sensor cannula might have stayed in body. The sensor will not be returned for analysis.